Manufacturer narrative:
The facility indicated that the device is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic sheared off as it was being inserted into the patient's left eye. The incision was enlarged to remove the lens, but no sutures were used. Please reference MDR #1119279-2014-00154 for the lens used during this event. Please reference MDR #1119279-2014-00155 for the injector handpiece used during this event.